Manufacturer narrative:
E1: initial reporter postal code: (B)(6) e1: initial reporter phone no(additional):(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused (approximately 60% volume infused) during patient infusion via peripherally inserted central catheter (PICC). The device was filled with 13500mg piperacillin / tazobactam in 0.9% buffered sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.